Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 308 mg/dl. Customer blood glucose reading at the time of the incident was 500 mg/dl. Customer stated high blood glucose reading stared on (B)(6) 2017. Customer had nausea and heavy breathing. Customer parent treated the high blood glucose reading with manual injection and insulin pump. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer was changed on (B)(6) 2017. Customer did not mention if the infusion set cannula was bent. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer drive support was normal. Customer did not troubleshoot high pressure test. Customer declined to check on the insulin pump setting. Customer did not trust the insulin pump. Insulin pump will be returned for analysis.